Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendicectomy event description: they pressed the buttom and it worked twice or three times and then it stopped working. They rebooted the generator but the device still did not work. It was a laparoscopic appendicectomy. They opened a new device and it worked just fine information received from applied medical representative via email 27jul23: they're not sure of the lot number. Either 1471231 or 1481238. Which are the two lots they have in stock. The ready message was displayed o the screen when the device was connected. They can't answer if they received any alarms. The device seemed to work for a couple of times hearing the activation tone and they it stopped working. Additional information received from complaint evaluation engineer via email on 16oct2023: first, after checking the device log of the returned unit, I have confirmed that the lot number is lot#1481238. Lastly, during testing, the returned unit did not pass the fuse switch test; whenever I would activate the fuse switch button, the dkp would recognize the activation but after I lift my finger from the fuse switch, it still shows ¿fuse switch asserted¿ for a couple seconds. Additional information received from complaint evaluation engineer via email on 16oct2023: the date that the testing was performed is 16oct2023. Intervention: device replacement patient status: no clinical impact to the patient

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: they pressed the button and it worked twice or three times and then it stopped working. They rebooted the generator but the device still did not work. It was a laparoscopic appendicectomy. They opened a new device and it worked just fine information received from applied medical representative via email 27jul23: they're not sure of the lot number. Either 1471231 or 1481238. Which are the two lots they have in stock. The ready message was displayed o the screen when the device was connected. They can't answer if they received any alarms. The device seemed to work for a couple of times hearing the activation tone and they it stopped working. Additional information received from complaint evaluation engineer via email on 16oct2023: first, after checking the device log of the returned unit, I have confirmed that the lot number is lot#1481238. Lastly, during testing, the returned unit did not pass the fuse switch test; whenever I would activate the fuse switch button, the dkp would recognize the activation but after I lift my finger from the fuse switch, it still shows ¿fuse switch asserted¿ for a couple seconds. Additional information received from complaint evaluation engineer via email on 16oct2023: the date that the testing was performed is (B)(6) 2023. Intervention: device replacement. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit and unintended rf activation was observed. Upon closer inspection, the fuse switch, an internal component within the handle, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based on initial description of the event, the event unit was not reportable as it is likely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the unit experiencing unintended rf activation.